Manufacturer narrative:
Investigation summary: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The break is slightly oblique. The fracture surface appears homogeneous with no voids or abnormalities. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during this investigation. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Dimensional inspection: dimensional inspection conducted at cq at the region proximal to breakage measured ø7.78 mm (ca802) that falls within the specification. Document/specification review: drawings were reviewed during investigation and no design issues were noted. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device history review: part: 03.010.523. Lot: l731153. Manufacturing site: (B)(6). Release to warehouse date: 23.mar.2018 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during insertion of intramedullary (im) femoral nail, the driving cap/threaded broke off in the handle. When it broke off, it left the threads from the driving cap inside the handle and rendered it useless. The surgeon tried to get another driving cap into the handle during the case and it would not fit because the other threads were broken off inside the handle. He proceeds to finish the case by driving on the insertion handle by hitting the metal part of the handle. There was a (3) minute surgical delay. The case was finished without any harm to the patient. Concomitant device reported: unk - nails: femoral (part # unknown, lot # unknown, quantity 1), radiolucent insertion handle frn: (part # 03.033.001, lot # l700504, quantity 1). This is report 1 of 1 for (B)(4).